Manufacturer narrative:
A ge service representative performed an on site investigation. Repair info was not included in the case record and was addressed on a separate service case. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system displayed corrupt software errors. Further info was received from the fse, who reported that the system failed to boot to usable state. No pt serious injury or death was reported related to this event.